Event description:
(B)(4). My periods last for 3 weeks at a time, the cramps are horrid and take my breath away and I start to bleed when ever my husband and I have sex it also hurts to have sex most times.